Event description:
The customer reported that prior to use on a patient the unit failed to achieve augmentation. The patient was switched to another unit and therapy was initiated. No patient injury was reported.